Event description:
Follow up received 20 march 2019: rupture of the urinary catheter and persistence of an intra-vesical fragment. Admitted to the emergency room on (B)(6) 2019. Bladder ultrasound: visualization of the catheter fragment in the bladder. Medical history : diabetes mellitus type 1, epilepsy and non-neurogenic bladder. On (B)(6) the patient experienced complication post-operative with e.coli urinary tract infection treated with oral antibiotics. This followed with glycemic imbalance with adaptation of the insulin therapy protocol. Furthermore the physician requested a psychiatric consultation following the discovery of scarifications on the arms. The patient was discharged on (B)(6) 2019.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, the patient had a problem with her eve catheters. The catheter broke several times. The first time, she managed to recover the broken end, the second time, during the week, she had to have the broken part removed by the emergency department. Patient was readmitted to the operating room to remove the part left in the urethra.